Event description:
Customer reported that the pump button was hard to press when filling tubing. There was no reported impact to the customer's blood glucose level. Technical support advised the customer to inspect and clean the pump button, resulting in successful resolution of the button issue, and documented the issue for follow-up if it persisted.